Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient. (B)(4).

Event description:
Treatment of a large unruptured fusiform aneurysm measuring 11mm x 14mm located in the cavernous segment of the left ica (internal carotid artery). On (B)(6) 2013, the patient underwent pipeline embolization treatment involving two pipelines (4.50mm x 18mm, qty. 2). During the procedure, it was reported that the first pipeline was 70% deployed, but could not be released from the capture coil and was removed from the patient. A second pipeline was implanted in the patient and needed balloon angioplasty (an option presented in the instructions for use, u.s.) To achieve full wall apposition. Dual anti-platelet therapy was given. It was reported the patient is doing fine. Same event as MDR# 2029214-2013-00965.